Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that 2 bd ultra-fine¿ short pen needles had a missing expiration date issue. The following information was provided by the initial reporter : the consumer requested information on expiration date stating that there was no date on the box. Date of event : unknown. Samples : unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 5335524. Device expiration date : unknown. Device manufacture date : 01/12/2015. Lot # : 6118830. Device expiration date : unknown. Device manufacture date : 04/27/2016. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ short pen needles had a missing expiration date issue. The following information was provided by the initial reporter : the consumer requested information on expiration date stating that there was no date on the box. Date of event : unknown. Samples : unknown.